Manufacturer narrative:
No report of patient involvement. The customer declined ge healthcare service.

Event description:
The hospital reported a malfunction causing an over delivery of pressure to the patient circuit. There was no report of patient involvement.